Manufacturer narrative:
Concomitant medical products: product ID: 407645 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was interrogated prior to the device changeout procedure. After the device was removed from the pocket, the lead was retested. There was no capture at maximum output. The lead also had a possible fracture and was capped. No patient complications have been reported as a result of this event.